Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('pain during and after intercourse') in a (B)(6) year old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included enterolysis, pelvic adhesions and pelvic pain. In 2011, the patient had essure inserted. In 2013, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), vaginal infection ("having a lot of infections down there"), alopecia ("hair loss/hair thin"), abdominal distension ("major bloating") and adnexa uteri pain ("tubes hurt down there"). The patient was treated with surgery (right partial salpingectomy, left salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the dyspareunia, vaginal infection, alopecia, abdominal distension and adnexa uteri pain had not resolved. The reporter provided no causality assessment for abdominal distension, adnexa uteri pain, alopecia, dyspareunia and vaginal infection with essure. Quality-safety evaluation of ptc: final assessment since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation nor a technical batch investigation is possible. No complaint sample was provided for further technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 25-jan-2021: the case category updated to serious incident. Mr received. Reporter information , other relevant history, device removal details added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.